Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that on (B)(6) 2011: the patient presented with following preoperative diagnoses: l5/s1 spondylolisthesis with bilateral l5 pars defects; l5/s1 lumbar stenosis; l4/5 degenerative disc disease with herniation; spinal instability. The patient underwent the following procedures: 1. Bilaterall5/s1 semihemilaminectomy, medial facetectomy and proximal foraminotomy (gill procedure) 2. Bilateral l4/5 semihemilaminectomy, medial facetectomy and proximal foraminotomy 3. L4/5 posterior lumbar interbody fusion with acromed interbody device and mastergraft 4. L4/l5/s1 posterior segmental instrumentation 5. L4/l5/s1 posterior/lateral arthrodesis with locally harvested bone graft, mastergraft and infuse (bone morphogenic protein) 6. Microsurgically assisted dissection 7. Intraoperative interpretation of radiographic studies 8. Intrathecal injection of duramorph. Per op notes, the posterolateral elements were carefully decorticated and a combination of locally harvested morselized bone graft, mastergraft and infuse were used to achieve arthrodesis. A meticulous internal discectomy was performed. The endplates were prepared by sequentially inserting into the disc space the shavers followed by the pituitary rongeurs and curettes. The acromed peek cage was packed with infuse (bone morphogenic protein) and was then inserted into the l4/5 interspace, being countersunk to a depth of ~ 2 millimeters and directed across the midline in "tlif' fashion. Distraction was released and gentle distraction applied at the l4/5 level and the nerve roots were again inspected. No patient complications were reported. (B)(6) 2011: intraoperative x-rays were performed and interpreted throughout the procedure.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.